Manufacturer narrative:
Device evaluated by MFR: a portion of a synergy ii us mr 3.50 x 38 mm stent delivery system (sds) was returned for analysis with a shaft break. The section of the sds distal of the break site was not returned, i.e. The inner/outer shaft polymer extrusion, balloon, stent and tip were not returned. No stent returned. No balloon returned. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed multiple mid-shaft kinks and mid-shaft damage 18mm distal to mid-shaft bond. There was a shaft break between mid-shaft and the inner/outer shaft polymer extrusion, at the port bond site, 120cm distal to the distal end of the strain relief. The core wire was exposed. No tip returned. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was further reported that the device was stuck on the not well lubricated non-bsc guide wire before entering the patient's body.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment and shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. After placing a not well lubricated non-bsc guide wire, a 3.50 x 38 synergy ii drug-eluting stent (des) was advanced to treat the lesion. However, the device bound to the wire. Upon removal, the shaft broke at the monorail portion. Both devices were removed as a unit and the lesion was re-wired. A promus des was then deployed and the procedure was completed. No patient complications were reported and the patient's status was fine.